Event description:
User experiencing erroneous results for hba1c. Two pt examples provided: in 2007, pt 1, initial hba1c result of 17.3%. Same sample repeated 3 days later recovered 6.0%. A second pt tested on the same day, initial hba1c result of 13.9%, same sample repeated the same day recovered 7.1%. The results for pt 1 were reported. No info provided to determine if results were used to guide therapy. The results for pt 2 were not reported. If additional info is received, appropriate notification will be provided.